Event description:
The manufacturer received information alleging low expired volume. A code related to a "ventilator inoperative" was found in the ventilator's downloaded error log. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was duplicated due to dirt at the outlet of the flow. The device's flow sensor was replaced to address the issue.